Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "saline leaked, it was thought to be caused by breakage of te". And "expander remained implanted beyond the recommended 6 months". The device remains implanted.